Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, "during assembly, targeting sleeve was not locking onto the proximal targeter as "tight as it should." Also noticed a crack in the portion of carbon fiber and metal on proximal targeter."